Event description:
Infant was connected to a trifurcated extension set. The female luer on one of the lines cracked which led to a blood leak and infant bleeding out. This infant then needed a blood transfusion to prevent damage. Following the transfusion the infant was stable without further incident. There was also no change in the clinical picture.

Manufacturer narrative:
The malfunctioning device was returned to vygon us, and was forwarded to the component supplier (female luer lock) for evaluation and investigation. The results of this investigation will be sent to FDA in a follow-up MDR within thirty days of its conclusion.